Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the mother did see and smell insulin, but there was not inside the reservoir compartment. The blood glucose reading was 200mg/dl. No further information was provided.